Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the processor printed circuit board (pcb) and input/output printed circuit board (I/o pcb) will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had sharp watchdog timeout and alarmed system error code 221 during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.